Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error where the patient disconnected from therapy and then reconnected to the patient line. This is a known cause of air in line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had air in the patient line without an alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected from therapy and then reconnected to the patient line. The technical service representative advised that the patient start therapy over with new supplies, and explained proper disconnect procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.